Manufacturer narrative:
Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. Calcification is a well-recognized failure mode of bioprosthetic valves and many factors can contribute to its onset and propagation. These can include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Though numerous studies have been conducted on bioprosthetic heart valves for calcification and pannus, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 27mm bioprosthetic mitral heart valve was explanted after eight (8) years, three (3) months due to prosthetic mitral valve stenosis with evidence of pannus associated with the valve. Upon visualization, the valve leaflets were heavily calcified and restricted. There was also significant calcification and fibrosis associated with the residual posterior leaflet. There was no clear pannus identified on the atrial side and no evidence of significant tissue ingrowth overlying the cuff of the prosthesis. A 33mm pericardial bioprosthesis was used in replacement and the patient tolerated the procedure well.

Event description:
Edwards learned pre-operative echo also showed moderate mitral regurgitation. The patient was discharged on post operative day six.